Event description:
The pt called alleging high readings on the lfs meter. They had obtained a blood glucose of 161 mg/dl and did not experience any symptoms at the time of testing. Pt tested in another meter and obtained a 124 mg/dl. The time difference between the two readings was less than 10 minutes from one another. They did not seek any medical attention or call their md. The test strips were in good condition and not expired. Control solution test failed twice. This case is being reported as a strip malfunction, since the control solution test failed twice.